Event description:
Report received from (B)(6) stating that the device had cord damage with exposed wires. The device was not used during surgery. It is unk if there was pt/user injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).